Manufacturer narrative:
The device was not returned for analysis as the stent has been implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the distal sheath was bent or entrapped within the sfa where the non-abbott closure device was located causing the deployment difficulty; however, ultimately this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the absolute pro self expand stent (ses) was used to treat a non-abbott vascular closure device that had embolized in the superficial femoral artery (sfa). The absolute pro was advanced and during deployment, the thumbwheel stopped turning when the stent was almost completely deployed. The physician was able to tug on the device to release the stent completely. The stent was able to jail and secure the closure clip against the vessel wall in the sfa. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.